Event description:
Ruptured left breast implant, right and left implants removed 4/9/92 in outpatient surgery for scar contracture bilateral breast. Original surgery at another hospital with old style patches used for one breast and left breast material was provided by dow corning. Both implants removed and patient elected not to have any new implantsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.